Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the printer was non-operational. A field service engineer successfully connected remotely to assess the printer and discovered that the c: drive was full. Space had to be cleared using an alternative machine. The system functioned as intended after the field service engineer had troubleshot the device. A technical service specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, experienced printer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.